Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer contacted technical support to report an "activation has been interrupted" message on the erbe integrated electrosurgical unit (iesu) due to an u-02 error. The technical support engineer (tse) reviewed the error logs and identified the u-02 error. The tse walked the customer through a two (2) minute hard power cycle of the erbe unit with no change. The customer noted that they may perform the procedure laparoscopically. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and upon visual inspection, the unit was found to have dents and scuffs on the bezel, discoloration on the heatsink, and points of touch-up paint on the housing/covering. The reported problem was able to be confirmed in the system logs where the u-02 error was recorded on 14-november-2025. The erbe was tested on an in-house system and the unit displayed multiple errors of u-02 upon startup and remained on intuitive splash screen. The u-02 condition prevented access to erbe logs. The complaint was confirmed based on failure analysis. .